Event description:
Event description guidant received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d) and lead system, the coronary sinus (cs) appeared to be perforated using a cs-eh (coronary sinus extended hook catheter) with an ic 90 (catheter). Subsequently, the physician plugged the left ventricular (lv) port for future epicardial lead implant.,